Manufacturer narrative:
The device was unavailable for evaluation. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that during an intra-op egps workflow for an l3-5 open fusion the screws were all low in the pedicle, l4 right was out completely. Case was completed and no harm was done to the patient. Screws were revised and placed under x-ray. Case will be uploaded from egps and scans from e3d, screws were all shifted down low, none were medial or lateral so a shift must have occurred we just don't know when. Landmark checks were done multiple times throughout the case and the surgeon confirmed accuracy.